Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken to the emergency room (ER) by the paramedics with a low blood glucose (bg) level was that was unknown, due to settings needing adjustment. The customer attempted to self treat issue by consuming carbohydrates. Paramedics treated the customer by administering glucagon, however; customer was treated intravenously with fluids of saline and glucose at the ER. Customer was released (B)(6) 2023 with issue resolved and no permanent damage.